Event description:
A report was rec'd that the pt was having difficulty charging. The physician performed a pocket revision. During the revision, the physician discovered that the ipg had flipped numerous times in the pocket. The ipg was replaced.